Event description:
Boston scientific performed a retrospective data analysis on guidezilla ii using the pinc ai healthcare database from premier. Patients are identified through use of guidezilla ii as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from april 2024 through september 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Guidezilla ii outcomes were assessed against similar/benchmark products. Rates of the adverse events including mortality, vessel trauma, embolism, arrhythmia, organ insufficiency/failure, bleeding/hemorrhage/hematoma, hypotension/hypertension, thrombosis, infection, myocardial ischemia/infarction, stroke, additional intervention/prolonged procedure are reported below. A total of 19,859 patients underwent a procedure using guidezilla ii. The following is a summary of those results over a 6 month period (april 2024 through september 2024): vessel trauma for guidezilla ii cases: 462 out of 19,859 patients resulting in a rate of 2.33%, compared to the competitor rate of 1.48% - 1.87%. The safety rate lower confidence interval for vessel trauma is lower than the upper confidence interval set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met. Embolism for guidezilla ii cases: 430 out of 19,859 patients resulting in a rate of 2.17%, compared to the competitor rate of 0.75% - 2.11%. The safety rate lower confidence interval for vessel trauma is lower than the upper confidence interval set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met. Arrhythmia for guidezilla ii cases: 2007 out of 19,859 patients resulting in a rate of 10.11%, compared to the competitor rate of 5.15%-9.12%. Arrhythmia rates for guidezilla ii fall within the range of or are similar to those of similar/benchmark devices. Although rates are high, they are representative of the pci procedures they are occurring in and are not likely to be caused by the catheter. The rates presented are comparable to the similar/benchmark device rates and are therefore acceptable. Organ insufficiency/failure for guidezilla ii cases: 1,083 out of 19,859 patients resulting in a rate of 5.45%, compared to the competitor rate of 4.21% - 5.33%. Organ insufficiency rates for guidezilla ii fall within the confidence interval range of or are similar to those of similar/benchmark devices. Rates for insufficiency are comparable to those of similar/benchmark devices and are therefore acceptable. Bleeding/hemorrhage/hematoma for guidezilla ii cases: 963 out of 19,859 patients resulting in a rate of 4.85%, compared to the competitor rate of 4.00% - 4.88%. Bleeding rates for guidezilla ii fall within the range of or are similar to those of similar/benchmark devices. Rates for bleeding are therefore acceptable. Hypotension/hypertension for guidezilla ii cases: 1,202 out of 19,859 patients resulting in a rate of 6.05%, compared to the competitor rate of 3.36% - 5.58%. Hypotension/hypertension rates for guidezilla ii fall within the confidence interval range of or are similar to those of similar/benchmark devices. Rates for hypotension/hypertension are therefore acceptable. Thrombosis for guidezilla ii cases: 72 out of 19,859 patients resulting in a rate of 0.36%, compared to the competitor rate of 0.10% - 0.50%. Thrombosis rates for guidezilla ii fall within the range of the similar/benchmark devices. Rates for thrombosis are therefore acceptable. Infection for guidezilla ii cases: 129 out of 19,859 patients resulting in a rate of 0.65%, compared to the competitor rate of 0.84% - 0.88%. Infection rates for guidezilla ii are the same as those of similar/benchmark devices. Rates for infection are comparable to those of the similar/benchmark products and are therefore acceptable. Myocardial ischemia/infarction for guidezilla ii cases: 771 out of 19,859 patients resulting in a rate of 3.88%, compared to the competitor rate of 1.09% - 3.33%. Myocardial infarction rates for guidezilla ii are higher than those of similar/benchmark devices. Mi cannot be directly attributable to the device. When assessed for year over year trending there is a slight increase in rates for 2024 and 2025. Rates for myocardial infarction will continue to be monitored for guidezilla. Stroke for guidezilla ii cases: 304 out of 19,859 patients resulting in a rate of 1.53%, compared to the competitor rate of 0.96% - 1.35%. Stroke rates for guidezilla ii fall within the confidence interval range of similar/benchmark devices. Rates for stroke are comparable to those of similar/benchmark products and are therefore acceptable. Additional intervention/prolonged procedure for guidezilla ii cases: 321 out of 19,859 patients resulting in a rate of 1.62%, compared to the competitor rate of 1.30% - 1.43%. Additional intervention rates for guidezilla ii fall within the confidence interval range of similar/benchmark devices. Rates for additional intervention are comparable to those of similar/benchmark products and are therefore acceptable.

Manufacturer narrative:
B3 date of event: data was provided for events recorded april 2024 through september 2024. 01apr2024 selected as the earliest possible date of event. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.